Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) was unable to be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked (cowl). A patient presented with grade 3 functional mitral regurgitation (mr). A mitraclip xtw (20406r159) was advanced to the intended placement site and grasped successfully. Deployment was performed as mr improved to 0.degrees. At the stage when the clip delivery system shaft was detached from the clip, a trivial backflow was confirmed from the upper part of the clip. Imaging showed that the clip had opened by approximately 15 degrees. No additional clip placement was performed, mr was <1. No additional information was provided.